Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 450 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by emergency medical service. Troubleshooting was done for high blood glucose. Automode use was unknown during the time of event. The insulin pump will not be returned for analysis.